Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the prox lad. It is reported the patient suffered a spontaneous gi bleed approximately 17 months post the index procedure. The investigator has indicted the event was not related to the study device. The patient recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (hemorrhage).